Event description:
The following was reported to hamilton medical ag: at approx. 10-12 pm, the screen suddenly went dark during ventilation; after a while, continuous beeping; ventilation continued. No patient harm. Functional test on site without error.

Manufacturer narrative:
Hamilton medical ag received further information from the user regarding the incident. It was following information provided: "the user noticed a black display; ventilation continued without errors; no alarm; then the user tried to switch off the unit; the unit then went into continuous alarm; the alarm could not be switched off. Only when they removed the battery did the alarm stop; the unit was then no longer switched on and placed unused in the equipment room; the patient continued to be ventilated with another unit." Hamilton medical ag received the logfiles from the device and they were analyzed. According to the logfiles: as the hamilton-c2 was not returned for investigation and the log files did not show any technical faults or unusual entries, the event could not be confirmed and, therefore, a root cause could not be established. With the current information no root cause is detectable. This case is registered as the reference cer (B)(4) at hamilton medical ag.